Event description:
The customer reported that the system displayed a file error message and would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The software was upgraded and loaded and the calibration files were reloaded but the touch screen was still unable to be calibrated. The nodes were flashed. The system was recalibrated. The system was tested and found to be working as intended and put back into service.